Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.

Event description:
It was reported that the autopulse resuscitation system failed during training. There was no pt involvement. No adverse event reported.